Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. The technical support specialist (tss) called the customer to remove the device from the critical override. Tss confirmed that the issue was fixed by the integration engineering support team by restarting the server for the care fusion coordination engine and confirmed that the issue was resolved. Tss also identified that the server reports were bloating and recommended to create a case to apply maintenance to the database to run faster. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.